Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month after implant the patient¿s implantable cardioverter defibrillator (ICD) system was explanted due to infection originating from the pocket incision. No further patient complications have been reported as a result of this event.